Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient¿s heart rate was observed to have risen to around 140 beats per minute on multiple occasions. The physician though the minute ventilation response may have caused the patient¿s rate to get that high. The cardiac resynchronization therapy pacemaker was reprogrammed and remains implanted and in service. No adverse patient effects were reported.